Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while pretreating the area for a yag laser peripheral iridotomy on a patient with angle closure, the surgeon experienced a very bright flash of green light directed in the surgeon's direction. The surgeon realized that the system had not alerted him to check to make sure the doctor filter was engaged. It was note that at the time, the doctor filter was disengaged. To this date the surgeon has not experienced any heath issues. Additional information has been requested on the status of the surgeon.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the surgeon indicated that he has had a macular oct (optical coherence tomography). The images have been sent to another physician for review and second opinion regarding small hyper reflective spots noted. These may be physiological in nature.

Manufacturer narrative:
The clinical analyst has reviewed the file and stated the following; ¿the surgeon reported that he was about to perform a yag peripheral iridotomy in a patient with angle closure glaucoma. The surgeon elected to pre-treat the area using the backup laser. The following settings were selected: 350mw, 100 micrometers, 50 milliseconds, single-shot mode. When the surgeon depressed the foot pedal the surgeon experienced a very bright flash of green light which felt as though it was directed in his direction and he knew that something had gone wrong. The surgeon then realized that when he had turned the machine on, the machine had not given the usual prompt to check whether the doctor's filter was engaged. The filter had in fact been disengaged. The surgeon stated ¿in my experience the machine should not be able to fire at all without the filter properly engaged.¿ the company service representative noted his vision appears to be unaffected and his immediate macular optical coherence tomography (oct) was normal. Additional information received from the surgeon indicated that he has had a macular oct (optical coherence tomography). The images have been sent to another physician for review and second opinion regarding small hyper reflective spots noted. These may be physiological in nature. The operator¿s manual includes warnings: refer to section six for instructions on installing the doctor protection filter. The operator may have a colored view through the doctor protection filter due to blocking of the green 532 nm wavelength light. Newer filters will have less color blocking. It is the operator¿s responsibility to properly install the doctor protection filter. Alcon shall not be held liable for problems caused by improper installation of the doctor protection filter. If a tethered manual doctor protection filter is in the ¿not engaged¿ position the prompt on the laser lcd display must read ¿please engage dr. Filter.¿ if not, the operator must discontinue using the system and notify alcon technical services for assistance. When using beam splitter accessories, the ocular stereo microscope head must first be attached to the beam splitter (the beam splitter accessories are attached to the beam splitter on the protected side of the doctor protection filter assembly); the beam splitter is then attached to the permanently installed doctor protection filter. Improper installation could cause injury to the operator and/or the patient.¿ the system was examined by the first company representative and the reported event was confirmed. The system was removed from the facility for further examination. The system was transferred to an alcon facility and examined by the company representative supervisor ( a second person). The supervisor determined that an ¿engage doctor filter¿ message did not occur in the configuration the customer was using on the system. The configuration used by the customer was as follows: a laser indirect ophthalmoscope (lio) was set up for port #1, without the slit lamp. In this configuration, the customer would not be prompted to ¿engage the doctor filter, as the reticles already include the filters (which cannot become disengaged), as a default. Additional testing on the returned system, that the company representative was able to manifest the expected ¿engage doctor filter¿ message when the system, slit lamp, and lio were are all used (as a different configuration). The company representative tested the system and found it to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. The root cause cannot be determined conclusively. (B)(4).